Event description:
The lay user/patient contacted lifescan alleging the meter casing is cracked near the data port. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that his wife noticed he was unresponsive and she called the paramedics. The customer stated that he had lowered the basal to 0.6 units the day before. Troubleshooting was performed. The time and date on the insulin pump were correct. Ran a displacement test and the device passed the test. No further information was reported.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's casing was found to have paint damage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.